Event description:
Boston scientific received information via the patient remote monitoring system that this implantable cardioverter defibrillator (ICD) system detected low out-of-range pacing lead impedances of less than 200 ohms along with low intrinsic amplitude on the right ventricular (rv) lead. It was also reported that this device was set to v-tachy mode other than monitor plus therapy. Attempts to obtain additional information were unsuccessful. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.